Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 9/27/2019. Initial reporter information such as title, first and last names, and phone number were provided. Updated sections: e.1: the initial reporter title, first and last names were added; initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a type ii endoleak after the placement of a stent-graft, a 2mm x 3cm target xl® mini coil (stryker) was delivered to the lesion through tortuous vessels, but the pressure did not rise. The stryker coil was removed and the the 2mm x 2cm galaxy g3 xsft coil (glx120202 / l13125) was delivered to the lesion and the physician attempted to detach the coil using the enpower control cable (ecb00018200 / l15658), but the coil could not be detached. The enpower control cable was replaced with another enpower cable (ecb00018200 / l15917), but the same issue continued; the coil could not be detached. The physician removed the cable. There was no report of any adverse patient event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13125) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information provided in the complaint and without the product available for analysis, the reported issues by the customer cannot be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, target lesion size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a type ii endoleak after the placement of a stent-graft, a 2mm x 3cm target xl® mini coil (stryker) was delivered to the lesion through tortuous vessels, but the pressure did not rise. The stryker coil was removed and the the 2mm x 2cm galaxy g3 xsft coil (glx120202 / l13125) was delivered to the lesion and the physician attempted to detach the coil using the enpower control cable (ecb00018200 / l15658), but the coil could not be detached. The enpower control cable was replaced with another enpower cable (ecb00018200 / l15917), but the same issue continued; the coil could not be detached. The physician removed the cable. There was no report of any adverse patient event or complication.